Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tibial articular surface provisional was returned in a fractured condition. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional was identified to have signs of repeated use (nicks or gouges) and the post feature had fractured off. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined, as the frequency and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.